Event description:
It was reported that patient underwent left total knee arthroplasty (B)(6) 2020. Subsequently, patient had no issues immediate post op but started to experience swelling and stiffness/tightness shortly after. Patient had difficulty walking, standing, getting up and down from sitting position. Patient was able to walk up to one mile. Patient underwent an aspiration to remove fluid approximately 6 months ago and got no relief. Approximately 3 months ago things started to get worse; patient was now experiencing pain. Can't stand for more than 10 min, can't get up and down, can't bend knee, can't walk any distance without pain. Patient underwent second aspiration (B)(6) 2021 and fluid was sent for testing for infection. Update 03feb2022: it was reported the patient was believing she was experiencing allergic reactions, in addition to the prior reported symptoms, and was seeing an allergist.

Manufacturer narrative:
It was reported that a female patient underwent left total knee arthroplasty (B)(6) 2020 and suffered from pain afterwards. In (B)(6) 2022, the patient was believing she was experiencing allergic reactions, in addition to the prior reported symptoms, and was seeing an allergist. In the post-operative reports, it is stated that the surgical wound healed very well in the beginning. Upon the 3-month post-op visit swelling and warmth at the knee was noticed. A first aspiration was prescribed, and the knee was moderately improved. At 4-month post-op visit, it was noted that the patient was positive for mild-moderate warmth swelling synovitis and mild recurrent effusion. The pain of the patient got worse, and the swelling and synovitis continued. The x-rays revealed no loosening or subsidence. The results of an aspiration performed one year post op were normal, except the fluid was cloudy. Based on the available information the symptoms cannot be unambiguously attributed to palacos r. The performed x-rays did not reveal any abnormalities. The implants were intact and there was no hint for subsidence / loosening. The latest aspiration fluid test was inconspicuous. Up to date the suspected allergic reaction is not confirmed. Further information was requested several times, but not received. Since the lab results and the performed imaging methods did not reveal a malfunction of our bone cement and the assumption of an allergy is not confirmed, a causal relationship between the symptoms and our bone cement is currently unlikely. Based on this current state of knowledge, we have re-assessed the case as non-reportable.

Event description:
It was reported that patient underwent left total knee arthroplasty (B)(6), 2020. Subsequently, patient had no issues immediate post op but started to experience swelling and stiffness/tightness shortly after. Patient had difficulty walking, standing, getting up and down from sitting position. Patient was able to walk up to one mile. Patient underwent an aspiration to remove fluid approximately 6 months ago and got no relief. Approximately 3 months ago things started to get worse; patient was now experiencing pain. Can't stand for more than 10 min, can't get up and down, can't bend knee, can't walk any distance without pain. Patient underwent second aspiration (B)(6), 2021 and fluid was sent for testing for infection. Update 03feb2022: it was reported the patient was believing she was experiencing allergic reactions, in addition to the prior reported symptoms, and was seeing an allergist.